Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p62 that has a similar product distributed in the us, list number 7p62, 510k k990774. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased alinity I cea results for a 54-year-old female patient 54-year-old clinically diagnosed with a malignant tumor of the right breast. The following results were provided: (reference range of <5 ng/ml) sid (B)(6) initial result = 42.11 ng/ml, repeat result = 42.05 ng/ml result with 1:10 dilution = 235.63 ng/ml and dilution result after peg = 275.39 ng/ml, the customer believes the result of 275.39 ng/ml is correct. No impact to patient management was reported.